Event description:
It was reported that during a lap nephrectomy procedure, the teflon pad melted and fell into the site. The pad was removed. Another device was used to complete the case. There were no adverse consequences to the patient reported.

Manufacturer narrative:
Date sent: 07/25/2008. Information anticipated, but unavailable at this time.